Event description:
A report was received that the patient had problem with the device. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was not using stimulator for years. The patient¿s original pain that the stimulator was implanted for changed and he no longer needed to run the stimulation. The patient also wanted to have MRI. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical,and performance tests performed. The ipg was analyzed and passed all tests. Therefore, the ipg exhibited normal device characteristics. Device evaluation indicated that the leads passed the visual test performed. The leads were intact and no parts of it were missing.

Event description:
A report was received that the patient had problem with the device. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had problem with the device. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.